Manufacturer narrative:
D10: concomitants: 5584703 02-012-60-1425 - tru stem ext 14mm x 25mm. 5576627 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t. 5594848 200-02-32 - three peg patella 32mm. 5580052 204-70-00 - tibial stem ext. Screw. M001745 02-022-35-3011 - truliant tib imp ps insert sz 3 11mm. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6) 2018. Approximately 4 years and 6 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: failed left total knee due to premature poly wear and osteolysis. There was found to be a clean wound with clear synovial joint fluid. There was a grossly loose femoral component with no adherent back side cement. There was a severe amount of osteolysis on the distal femur. There was a partially loose tibial component with a moderate amount of proximal tibial osteolysis. There was a well-fixed patellar component. There was a severe amount of extraneous synovial tissue and complete synovectomy was performed. The patient was awakened and transferred to recovery in stable condition.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening, prosthesis wear, and tibial loosening. The reported femoral loosening, prosthesis wear, and tibial loosening could not be confirmed. The tibial insert involved in this case is not within the scope of the polyethylene packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. D4: corrected. H6: corrected health effect, component, and investigation clinical codes.